Event description:
(B)(4). I gained 100 lbs within 3 months of having it put in. I could not do anything for a long time. I had severe abdominal pain constantly. I could not have sex for like 2 years. I had to go to the doctors and hospital constantly. I had to have a complete hysterectomy just to get the essure out. And now I also suffer real bad back pain and it's been so hard to loose any weight.